Event description:
The customer reported that the system was stopped during an exam because of a noise that was heard. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The representative ordered repair parts. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.